Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an avx thrombectomy system. There was blood in the device. The pump, effluent/supply line, shaft and tip were microscopically examined and visually inspected. Inspection found no damage or irregularities. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported aspiration was lost. An avx® thrombectomy set was being used during a dialysis declot procedure. During thrombectomy the device stopped working and kept alarming. The catheter was also leaking at the pump. The procedure was completed with another catheter. No patient complications were reported.